Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. Patient subsequently reported communication issues between the implantable pulse generator (ipg) and the external therapy disc and it was discovered that the ipg had migrated from the original implanted position. A surgical revision was performed on (B)(6) 2023 to place a new ipg and leads in a more optimal position. No reports of complications during the procedure and patient reports doing well.